Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was missing pixels or unreadable. Customer¿s blood glucose level (bg) was 600 mg/dl. The elevated bg was addressed with a correction bolus via pump. Customer will continue to use current pump.